Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that there was a patient complication. The target lesion was located in the pulmonary vein. A 6f, 10 cm dynamic xt¿ unidirectional steerable diagnostic catheter was selected for use. During the procedure, it was noted that the patient had atrial fibrillation. A very difficult transseptal was encountered and upon reaching the end, three of the four veins were isolated. Before isolating the fourth vein, patient pressure dropped and a pericardiocentesis kit was performed and the effusion was cleared. The procedure was not completed. Patient's condition was stable. No further patient complications were reported.